Manufacturer narrative:
G4: 16mar2020. B4: 17mar2020. The customer reported that the issue was addressed. However, did not provide further information on the repair. Multiple attempts were made to obtain information on the patient information and on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jan2020.

Event description:
It was reported that the ventilator had an alarm message indicating pressure regulation high and another alarm message indicating high inspiratory pressure. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.